Event description:
It was reported that a catheter revision was to be performed. A catheter blockage was suspected, but not confirmed. The healthcare provider (hcp) was to go through the spinal segment to assess the catheter patency. It was unknown when the issue was detected. No further information was provided at the date of the report. The pump was used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter issue was by the junction of the anchor. It was kinked, but they also found that the catheter had migrated, and it was barely in the intrathecal space. A new spinal segment was placed, and no segments were left within the patient. The date of the revision was not known. The patient's symptom prior to the revision was lack of therapy. The reporter assumed that the patient was doing well as the physician had not stated otherwise.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).